Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, (B)(4), ubd: 14-aug-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown drug at an unknown dose and concentration via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient went to the doctor's office "about three months ago" and was told that the "pump was messed up" and that the catheter was kinked. Additionally, the patient had an increase in pain and was delirious from the pain. The patient chose to not have the pump filled and was wanting to self-medicate, however she had not been able to control the pain. "About a couple of months ago", the pump began alarming because she had chosen to not have the pump filled, however it was later stated that when she went to have the pump refilled, the healthcare professional (hcp) would not fill it because the pump was messed up. No further issues were reported or anticipated.